Manufacturer narrative:
The product was retained at the hospital and will not be returned. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.

Event description:
In (B) (6) of 2009, the pt underwent a 2 level fusion surgery at l4-s1 with a sequoia construct and 2 traxis implants. Sometime after the surgery, it was noted that the inferior traxis implant at l5-s1 had migrated laterally. Revision surgery was performed on (B) (6) 2010, and the implant was removed and replaced with bone. The sequoia construct and traxis implant at l4-l5 were left intact.